Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device became unresponsive to touch input, preventing the user from unlocking the screen; the user attempted fingerprint placement and charging without effect and planned to allow the battery to fully deplete before one final attempt, after which a replacement device was arranged and shipped. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included continued therapy on the original device while the replacement was returned, since the original device powered back on. Instructions were provided for shutdown, data syncing to the mobile app, and acknowledgment that historical ilet data would not transfer to the replacement. Investigation included remote troubleshooting support and logistical verification of shipping and return procedures. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display or touch interface, the exact root cause undetermined.